Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision and was doing well post-operatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. X-ray result confirmed that the ipg was slanted. The patient will undergo a battery revision.

Event description:
A report was received that the patient was having difficulty charging the ipg. X-ray result confirmed that the ipg was slanted. The patient will undergo a battery revision.